Event description:
On (B)(6) 2011, pt reported that she had an abscess at her infusion site that required medical treatment approx 1 week ago. She treated the affected area with neosporin and then went to her physician who lanced a 1" area around the abscess. The site was located on her abdomen, and the area was cleansed with an alcohol prep wipe prior to insertion of the headset. Pt reported the infusion sets often leave "knots" and redness at her sites, and this typically resolves in a couple of weeks w/o treatment. Infusion sites are changed every 3 days. Pt did not have any physiological, medication, or environmental changes. Physician advised her to not use this type of infusion set because her body was rejecting them. She switched to a different type of infusion set and has not experienced further concerns. Infusion set was not available to return for eval.

Manufacturer narrative:
No product will be returned for eval.